Event description:
The manufacturer received information alleging a ventilator was inadequately ventilating a pediatric patient. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation alleging a ventilator was inadequately ventilating a pediatric patient. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. The device's oxygen blending module board was replaced due to an error found in the device's downloaded error log.